Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the video connector socket of the subject device was dusty and oxidized. The exact cause of the video connector socket failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope detection of the subject device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was dusty and has signs of oxidation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.